Event description:
It was reported by the user facility that the rover power cord was damaged. No further info was provided. Upon inspection by a field service tech, it was observed that the power cord was cut and bare wires were exposed. No injuries or adverse consequences were reported with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that the power cord was damaged, which exposed bare electrical wires. The cause of the damage is unk, but may be the result of mishandling. The unit was repaired and returned to use.